Manufacturer narrative:
Device analysis: visual analysis of the returned device noted "1 empty syringe of 1.0 ml received in an opened pack with an opened tray. Without cap nor needle. No defect observed."

Event description:
Healthcare professional reported that with one syringe of juvéderm® ultra xc the ¿plunger snapped causing product to waste out.¿ the event occurred while healthcare professional was injecting. No injury to patient, staff, or injector.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. All the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event(s) as follows: "health care professional instructions 8. Inject juvéderm® ultra xc by applying even pressure on the plunger rod while slowly pulling the needle backwards. It is important that the injection be stopped just before the needle is pulled out of the skin to prevent material from leaking out or ending up too superficially in the skin."

Event description:
Healthcare professional reported that with one syringe of juvéderm® ultra xc the ¿plunger snapped causing product to waste out.¿ the event occurred while healthcare professional was injecting. No injury to patient, staff, or injector.